Manufacturer narrative:
Invacare is filing this complaint in an abundance of caution. The end user does not allege the device malfunctioned or has any type of deficiency. Invacare was unable to perform an evaluation as the end user continues to use the device and will not be returning the chair. The end user was unable to provide a serial number. Should additional information become available, a supplemental record will be filed.

Event description:
The end user was driving his tdxsp-cg down the street when the left front caster went into a hole in the middle of the crosswalk causing him to spin sideways and fall on the ground. The fall caused sharp pains in his back and hips for which he sought treatment 5 days after the incident. Due to the pain he experienced a setback in treatment for a pre-existing condition.